Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported 'rupture of prosthesis and periprosthetic capsular contracture' baker grade IV. Device has been explanted and replaced with non-allergan brand. Record relates to the left side.

Event description:
Healthcare professional reported 'rupture of prosthesis and periprosthetic capsular contracture.' Device has been explanted. Record relates to the left side.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: 'rupture of prosthesis and periprosthetic capsular contracture.'